Manufacturer narrative:
(B)(4). When the devices were returned for investigation, the guidewire was remaining inside the catheter. The guidewire tip approximately 10mm in length was out of the catheter tip. The catheter tip was slightly curved and at approximately 7mm from the distal end the catheter tip was twisted and damaged. The guidewire was bent and deformed in 3d and its coil wire was slightly unraveled near the catheter tip. The devices were observed under the x-ray. It revealed that the catheter's underlying strands near the marker were narrowed and tangled up. Under the narrowed strands, the guidewire was fractured proximal to the marker and its coil wire was stretched distal to the marker. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it is concluded that damages found on the returned devices were due to the heavily calcified and circumflexed cto lesion. It is presumed that rotational force exceeding the product's design limit was inadvertently given to the catheter while it was trapped by the lesion. The rotational force might be continuously applied to the catheter in an attempt to cross the lesion and led the strands to get tangled and narrowed, trapped the guidewire, and made the guidewire to rotate as the catheter rotated. While the guidewire caught by the strands, the rotational force was assumed to be continuously applied and led the guidewire to get fractured. There was no indication of product deficiency. The warnings section of the IFU states that: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720? Deg) in the same direction.

Event description:
Reportedly, during a pci to treat a heavily calcified and circumflexed cto lesion in the rca, an asahi guidewire was brought to the ostium of the rca with an asahi catheter. While manipulating the guidewire, it was noticed that it was not moving anymore. It was retracted and the tip got separated and remained in the catheter. When the catheter was retracted out of the vessel, the tip fragment of the guidewire also came out. It was reported that there was no impact on the patient.